Event description:
It was reported by the user facility that they had no known information as to the reason for the return of the four disposable bed sensors. There was no patient injury reported.

Manufacturer narrative:
Evaluation results: (other) - a visual inspection of the returned products shows that all four of the sensor pads were alarming intermittently and were in a blemished condition. Conclusion: no conclusion can be drawn.